Event description:
This report summarizes one (1) malfunction. A review of the event indicated that model 5f060801c vascular stent alleged the distal tip of the stent detached from the delivery system during treatment of the right lateral iliac artery via femoral approach, but was allegedly removed with the guidewire. It was further alleged that the stent was difficult to deploy. This report was received from one source. This event involved one (B)(6) year old patient, gender and weight were not provided. There was no reported patient injury.

Manufacturer narrative:
H10: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. The device was not returned for evaluation. Potential factors that could have led or contributed to stent fracture upon deployment have been evaluated. Therefore, previous investigations of similar complaints have been reviewed. The reported detachment of the distal end of the delivery system may be related to increased friction force, which may be caused by difficult patient anatomy, or a challenging placement site. Use of inadequate accessories may be another contributing factor. In this case the physician realized that a part at the distal end of the delivery system was missing after stent release; reportedly delivery system was flushed prior to use and the tracking vessel was very slight calcified. Reportedly the stent delivery was difficult. A manufacturing related cause was considered as well. Therefore, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available and as no sample was returned a definite root cause for the reported issue could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the event indicated that model 5f060801c vascular stent alleged the distal tip of the stent detached from the delivery system during treatment of the right lateral iliac artery via femoral approach, but was allegedly removed with the guidewire. It was further alleged that the stent was difficult to deploy. This report was received from one source. This event involved one 75 year old patient, gender and weight were not provided. There was no reported patient injury.